Event description:
Reported by doctor as: pain, tenderness at port site, wbc of 12,000, nausea and abdominal pain. The patient is hospitalized for four days." Follow up with the doctor reveals: "the patient has an erosion and infection and I am going to remove the band and the port."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. The exact implant date is unknown, but was noted as being two and a half years ago. Based upon this information, the connector type is assumed to be a taper ii. Erosion, infection, and nausea are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of pain and erosion as follows: "there is a risk of band erosion into stomach tissue. Symptoms of erosion may include access port infection or abdonimal pain. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative periods or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."